Event description:
Patient had a cardioversion procedure. During the cardioversion, oxygen was turned off. Patient skin was dry and intact. After receiving the shock, there was a burning scent releasing from the defibrillator pads. Defibrillator pads were removed from the front and the back. The defibrillator front pad had slight brownness to one area. The patient's chest where the front defibrillator pads were applied, had slight redness/brownness. Dr. Assessed the site, with no further orders. Patient was asked when fully awake if she had any pain; patient said no. Defibrillator pads lot #: 0426, defibrillator pads exp: 01/24/2027.